Event description:
It was reported that during preparation of the powersail balloon catheter there was a lot of air noted to be coming into the inflation device. The balloon catheter was positioned to do post dilatation of a stent and the balloon catheter was inflated, but the balloon would not inflate. There was no contrast seen entering into the balloon and the inflation device would not hold pressure. Negative pressure was applied to the inflation device and the balloon was removed from the pt. The pt experienced chest pain rated to be 7-10 in intensity, which had been occurring as the procedure was being performed. A shot of the vessel was taken and there was flow noticed at the proximal lad, but no flow in the distal lad. There was no sign of vessel injury (dissection/perforation). The pt was given nitro and verapamil and about 15-20 minutes later the chest pain had decreased to 4-10 in intensity and flow was restored. It was suspected that air had been introduced in the pt's lad.